Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the image disk write problem. Rse reviewed the system logfiles and confirmed the reported problem. Upon functional testing, fse found image disk needs a replacement. To resolve the issue fse replaced the image disk and recreated it. After this, the issue reoccurred and fse replaced the frontal ippc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-rays were not possible intermittently with the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the system prompted that there was image disk error, and the images could not be saved. The field service engineer inspected the system onsite and replaced the image hard disks, recreated image and returned the device to use in good working order.